Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Event description:
Customer reported a pt display. The customer's blood glucose was 128 mg/dl. The customer stated the insulin pump neither dropped nor bumped. The customer also reported a hospitalization event for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 230 mg/dl. The customer also stated she had diabetes ketoacidosis, causing her hospitalization. She stated she was treated with three bags of fluid for her high blood glucose. The customer also believed stress was the cause of her high blood glucose. The customer declined to troubleshoot. No additional info provided.